Event description:
Customer was admitted to hosp for high blood glucose and diabetic ketoacidosis. Customer changed set as normal. Customer noticed blood glucose was higher the next day. Customer attempted to correct with boluses but did not change set at any point and by the next day had to go the hosp. No bent cannulas. Pump was functionally tested and performed normally.